Manufacturer narrative:
A complaint report was received on 5/5/2025 reporting hair inside specimen cup. The sample has not been returned for evaluation. The root cause for this event was unable to be determined by deroyal. There are these areas which could have contributed to hair being found within the procedure pack: the employees of the manufacturing facility failed to identify the hair on the components inside the tray. Employees of manufacturing did not follow the corp.prc.079 dress code procedure. Employees did not adequately follow their cleaning process corp.prc.086 to wipe their lines down, after the previous order. Per personnel dress code procedure corp.prc.079, a mirror is placed in areas to allow employees to ensure that bouffant, beard covers and/or lab coats are applied appropriately. Personnel entering the clean manufacturing area shall perform the following steps prior to entering the room. Apply hair coverings, then next apply apparel, then if applicable apply shoe covers. Last step, wash or sanitize hands. Bouffant must cover all of hair. In order to contain all hair, more than one covering may be needed. Once a hair covering is removed, it must be discarded. Reapplication of the hair cover and beard/mustache cover must be with a new cover. Bouffant may not be worn outside of building. Brushing or combing of hair is not allowed in the changing room or any other area where products are handled or stored. Beard and/or mustache covers shall be worn in all areas that a bouffant hair covering is required and should cover all facial hair. Once removed, it must be discarded. Reapplication must be with a new cover. Lab coats are required in all clean manufacturing areas. Apparel / lab coats shall be buttoned/snapped. Apparel / lab coats shall be kept completely closed. Apparel / lab coats are not to be worn outside of the manufacturing area by manufacturing personnel. Per cleaning, sanitation and work environment procedure corp.prc.086, machine operators shall ensure the work surface of each machine is free from dust, dirt, oil, debris and/or other foreign matter. All equipment used in production shall be cleaned. Garbage shall be removed daily as required by the respective cleaning checklist or form (do not transfer trash from one container to another). Daily - clean work area, work tables, manufacturing equipment, countertops and tables, empty trash, sweep floors and fatigue mats. The following corrective and preventive actions have been taken by deroyal: employees were retrained on the acd.qlp. 034 workorder process procedure and corp.prc.086 cleaning to ensure they wipe their lines down after every order. Prior to employees entering the manufacturing area they observe each other's lab coats for any foreign matter including hair and lint rollers are being used. Corp.prc.079 dress code procedure is posted for all manufacturing to see requirements before entering the cleaning room. Manufacturing is placing their hairnets and beard covers if needed, on outside of the manufacturing room before entering the lab- coat room. To enhance quality control, production now involves running trays in sets of 4, rather than 50 sets. This adjustment allows for a more comprehensive inspection of raw materials during manufacturing, helping to identify and address any defects early in the process and preventing defective materials from being incorporated into production. As a preventive action this pack meets the criteria for entry into deroyal's quality improvement program, which requires a heightened level of inspection moving forward. This program went into effect on 1/30/2025. Production records were reviewed, and no issues were found. An inventory check of the specimen cup was made by deroyal, a total of 25 of 5-3458 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hair inside specimen cup.